Event description:
A hemodialysis user facility reported during treatment, a blood leak occurred. The leak was reported to be an internal leak. The machine alarmed. Test strips were used to confirm the leak. Estimated blood loss was 300cc. The patient had no adverse effects and no medical intervention was required. The patient did complete treatment on the same machine w/ a new set-up. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported complaint is confirmed as an internal blood leak. Visual examination, subsequent to disassembly and removal of coagulated blood, identified a short fiber on the circumference of the fiber bundle at approximately 315 degrees with the dialysate ports at 0 degrees. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.